Event description:
Autosuture endo clip iii failed right out of the box, could not get it to work. Acquired new device which worked correctly to complete procedure. Manufacturer response for single use clip applier, autosuture: manufacturer to provide return number for product evaluation.